Event description:
It was reported that the images on the 9800 system are dark. There was no report of pt injury.

Manufacturer narrative:
Service call cancelled by customer. Customers in house service rep changed monitors. Per customer system is working as intended.